Manufacturer narrative:
Analysis revealed a corrupted or bad exam. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a navigation system during a cranial biopsy. It was reported that the site had issues while registering the patient. They were getting high registration accuracy metrics and only able to get a yellow zone of accuracy. They tried adding touch points and it made the metric worse. When the manufacturer representative looked at the registrations she noted the site did not trace on the nose at all. Additionally, in previous registrations the representative noted some points were recorded out in space. The representative also mentioned the person who usually does registration at this site did not do the registration this time. She went over technique with the applicable person as well as the person who normally does registration. The surgery was completed successfully with less than an hour delay with no patient delay.